Event description:
Complainant alleged that the mean airway presure (map) was fluctuating. Furthermore, there was a humming noise near the driver. Complainant did not indicate that there was any patient invovlement during the reported malfunction.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Additional information received indicates that the customer did not return the device, however a field service engineer (fse) was able to go on site to evaluate the device. The customers reported issue could not be duplicated during testing. Testing was performed using a test circuit and the fse adjusted the pneumatics, checked all connections, and confirmed system pressures and leak integrity. Functional testing was completed, and no errors were found. As a precaution the respiratory therapy staff were advised to replace the device circuit currently in use.